Event description:
It was reported that on (B)(6) 2026, a patient presented with degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, two mitraclips were implanted successfully in the anterior-2/posterior-2 (a2/p2) leaflet positions. The procedure was discontinued; the final mr was reduced to grade 2. There were no adverse patient effects or clinically significant delays reported. On an estimated date, (B)(6) 2026 the patient returned with recurrent grade 4 mr. A transthoracic echocardiogram (tte) showed that a single leaflet detachment occurred and the clip was no longer attached to the anterior leaflet. A secondary mitraclip procedure was scheduled. It was reported that on (B)(6) 2026, a patient presented with degenerative grade 4 mr for a secondary mitraclip procedure. During the procedure, a mitraclip ntw was attempted to be placed to stabilize the slda mitraclip. There was challenges grasping the leaflets and it was visualized that there was damage on the anterior leaflet. The mitraclip ntw was repositioned and implanted successfully. The procedure was discontinued, the final mr remained unchanged at grade 4. There were no clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported difficult or delayed positioning (leaflet grasping) appears to be related to patient morphology/pathology. The reported tissue injury appears to be a cascading effect of the leaflet grasping attempts. The reported unchanged mitral valve insufficiency/regurgitation is likely a cascading effect of the tissue injury. Tissue injury and mr are known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.